Event description:
Two balloon catheters experienced difficult deflation during a renal embolization procedure of a very tight renal artery. Both catheters were cut at the proximal end of the shaft, deflated and removed successfully. The procedure was successfully completed and there were no pt complications. These devices have been destroyed by the user facility. Therefore no failure analysis will be performed. Co's follow up revealed that both balloon catheters were being used in a very tight lesion and that the position of the catheter may have been a contributing factor to this event. However, without evaluating the device, co cannot determine the exact cause for this event.